Event description:
Primary surgery for scoliosis was performed on (B)(6) 2011 and l1-5 were fixed with . After that, the fixation was extended to iliac and the rods were added because the scoliosis had progressed on (B)(6) 2012. Then, the rod breakage at l3/4 was found and revision surgery was performed on (B)(6) 2017. In the revision surgery, pso of l3 was performed. The screws were remained, the blockers and rods were replaced to new articles. At that time, the loosening of the blockers of the iliac screws were confirmed.

Manufacturer narrative:
Method: risk assessment. Results: visual, dimensional and functional analysis could not be performed as the device was not returned. Manufacturing review could not be performed as a valid lot code was not provided and could not be obtained. Conclusion: the definite root cause cannot be determined.

Event description:
Primary surgery for scoliosis was performed on (B)(6) 2011 and l1-5 were fixed with . After that, the fixation was extended to iliac and the rods were added because the scoliosis had progressed on (B)(6) 2012. Then, the rod breakage at l3/4 was found and revision surgery was performed on (B)(6) 2017. In the revision surgery, pso of l3 was performed. The screws were remained, the blockers and rods were replaced to new articles. At that time, the loosening of the blockers of the iliac screws were confirmed.